Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5117592.

Event description:
A voluntary MDR report was received on 05/25/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The unknown patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. It was reported that the patient, who was using a closed loop pump system at the time of the event, experienced a seizure due to inaccurate high cgm readings. No cgm or blood glucose reading was reported, but it was mentioned that the cgm reading inaccuracy was greater than 20%. There was no specific documentation of medical intervention, but it was reported that the patient went to the hospital and received an unspecified treatment. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that readings were over 20% off. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.